Event description:
It was reported that the latch was not working. There was no patient involvement. Device analysis found that the downstream occlusion (dso) sensor was faulty.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. The root cause was a faulty latch lock. The downstream occlusion (dso) sensor was found to be faulty. The latch lock and dso sensor were replaced, and the device passed all functional tests. Service history review identified that this device has not been in for service in the review period.